Event description:
It was reported that during the superion indirect decompression system implant procedure the spindle cap broke while attempting to deploy the implant. The broken implant was replaced, and the procedure was completed successfully.

Event description:
It was reported that during the superion indirect decompression system implant procedure the spindle cap broke while attempting to deploy the implant. The broken implant was replaced, and the procedure was completed successfully.

Manufacturer narrative:
A visual inspection revealed that the spindle cap was completely sheared off from the implant body. Additionally, the spindle and actuator shaft were found to be outside of the main body; and actuator shaft screw was damaged and stripped with an abrasion on the mating surface of the actuator shaft. The detachment of the spindle cap was due to excessive force. The damage to the implant indicates failure was likely due to deployment against resistance and/or manipulation of the position of the device by gear shifting of the inserter.